Event description:
It was reported that the pump¿s screen delaminated on an ilet device, consistent with a device display component issue and a device bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with the display and a loss or failure of bonding. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.